Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right atrial (ra) lead. It was further reported the ra lead had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.